Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was sent to covidien as a back to stock unit. Upon triage, service found that the unit had burn holes in the power cord and the internal wires are exposed.